Manufacturer narrative:
The user reported a prior hypoglycemic event resulting in emergency medical treatment during the first week of (B)(6) 2025 while using the ilet. Engineering log review for the referenced timeframe indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. The user reported concerns of rapid cartridge depletion but did not observe visible leakage and completed a full supply change with tubing fill. Without a confirmed event date and without contemporaneous device data corresponding to the reported episode, the exact sequence of events leading to the hypoglycemic episode cannot be determined. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that in the first week of (B)(6) 2025 (exact date unknown) the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 40 mg/dl, following a period of hyperglycemia and rapid cartridge depletion. The user was transported by emergency medical services to the hospital, treated with oral glucose, and discharged the same day. No long-term health effects were reported.